Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing had yellow discoloration could not be verified due to the product not being returned for failure investigation. Though no photo or sample was provided, a common reason for discoloration is due to the sterilization process. Sterilization assurance in san diego stated that discoloration to the tubing and drip chamber material is a result of radiation sterilization. The light amber hue of the returned sets is considered to be a typical occurrence and is purely cosmetic; sterility and functionality are not affected. The sterilization certificate was provided to show the method of sterilization (gamma) and to confirm that the affected lot was processed within specification. A device history record review for model mz5303 lot number 19025632 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07feb2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that pressure rated ext set, IV connector tubing was discolored. The following information was provided by the initial reporter: material no: mz5303 batch no: 19025632. It was reported large number of maxzero tubing had yellow discoloration.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The initial reporter also notified the FDA on 12 august, 2020. Medwatch report # (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pressure rated ext set, IV connector tubing was discolored. The following information was provided by the initial reporter: material no: mz5303, batch no: 19025632. It was reported large number of maxzero tubing had yellow discoloration.